Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue. The s3 bubble detector alarmed when connected to a test water loop with or without fluid. The device was replaced to resolve the issue and subsequent functional verification testing did not identify further malfunctions. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) receives a report that the s3 bubble detector did not work properly during a procedure. There was no report of patient injury.